Event description:
It was reported that the packaging perforation on the bd insyte¿ autoguard¿ bc shielded IV catheter was hard to cut. The following information was provided by the initial reporter, translated from japanese to english: "perforation is hard to cut."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned samples and photographs. Bd received 2 packages from lot number 8250985. All the contents within were intact. Through the visual evaluation of the unit, the perforation between the packages is partially missing, making it difficult to separate unit packages. The photographs displayed similar findings to that of the returned packages. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the packaging process. This defect occurred due to normal machine wear. The packages are perforated at the point where the squeezing knives touch the knife roller. If the air is too low or the air cylinder/knife is not working properly, there will not be enough pressure for the knives to perforate the packages. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging perforation on the bd insyte¿ autoguard¿ bc shielded IV catheter was hard to cut. The following information was provided by the initial reporter, translated from (B)(6) to english: "perforation is hard to cut."